Event description:
It was reported that during an episode of ventricular fibrillation, the device charged six times but failed to deliver therapy and convert the patients rhythm. The patient became brain dead, and later expired. Review of egms indicate possible output circuit damage. Twenty-nine shocks were aborted beginning (B)(6) 2014. High voltage lead impedance had not been measured since implant in 2008. It was also noted that the last follow-up for this patient was (B)(6) 2011.